Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had erratic blood sugars. Customer has been running high for the past 3 weeks around 300 to 400 mg/dl. Customer stated the she changed the site multiple times and does not know why she is running high. Customer noticed that there were cracks on the pump. Customer's blood glucose level was 500 mg/dl. Customer stated that she took the infusion set off and the cannula was bent in half. Customer felt tired and weak. Customer has contacted their health care professional for their high blood glucose levels. Customer stated that they have a back-up plan. Troubleshooting was performed and the insulin did exit the tubing. Customer mentioned that the most common alarms she received were low battery and low reservoir alerts. Customer will be sent a tubing clamp and will need to call back to complete troubleshooting. Customer stated that the cannula/needle was slightly tilted. Customer was advised to change the entire set. No further assistance needed.